Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 8cm balloon. The balloon had been previously inflated and deflated. No other anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The balloon was then inflated with water using an in-house inflation device. The balloon was inflated to rpb (25atm) without issue. This pressure was held for 30 seconds and no leaks were detected. The deflation time of the balloon was approximately 5 seconds, which is within the specification of 35 seconds. The same test was performed an additional two times, yielding the same results. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports. After opening the balloon, no anomalies were noted to the inflation/deflation ports. The glue bullet was in the correct location and was not blocking the inflation/deflation ports. Medical records/image/photo review: no medical records or medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is unconfirmed for deflation issues, as the device was able to deflate with no issues and met specification during the evaluation. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Update 01/07/2016 - a further clinical review of the event details on (B)(6) 2015 has been completed and identified a change in the MDR reportability. This event is reportable as a malfunction MDR. While failure of the pta balloon to deflate required procedural improvisation by the medical professional, there was no patient injury or adverse patient outcome.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Multiple attempts were made, however, limited information was obtained. Based on lack of information, a serious injury as been assessed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon could not be deflated after dilation in an av shunt. There was no known impact or consequence to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Multiple attempts were made, however, limited information was obtained. Based on lack of information, a serious injury as been assessed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, a pta balloon allegedly could not be deflated after dilation in an av shunt. The health care provider reported the balloon and sheath were allegedly removed together as a single system. The hcp further reported the initial inflation of the balloon was enough to treat the target lesion. No further treatment was indicated. There was no known impact or consequence to the patient.